Manufacturer narrative:
The lot number was provided. A review of the approved device history records indicated the lot met all release criteria. A lot history trending review was performed and there were no similar complaints for this lot number. The device was returned to the manufacturer with the microcatheter (echelon 10) used for the procedure. The pusher was noted to be stuck in the microcatheter, and had to be flushed out. The pusher was noted to be kinked at two (2) locations; one at the gold connection section, and the other in the middle of the pusher. The implant coil was stretched in the microcatheter and broken at the tie knot section. The implant coil had sufficient tension at the marker band, as it was noted to be tight into the strain relief at the heater coil section. The implant coil was noted to be separated and completely stretched. The pusher appeared to be wavy. Based on the available information and evaluation of the returned device segment, the reported coil detachment can be confirmed; however, the root cause cannot be determined. The device was used during the same procedure as was reported in MFR report# 2032493-2017-00298.

Event description:
It was reported that during repositioning of an embolization coil in a right middle cerebral artery aneurysm, the coil stretched. During removal, the coil unexpectedly detached in the microcatheter. The coil was removed in its entirety together with the microcatheter. There was no reported intervention or patient injury. The patient is reported to be doing well.